Manufacturer narrative:
Concomitant products: dtma2d4 crtd; 3830 lead implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited shorter than expected longevity estimate due to a programmer software estimator error.  The programmer remains in use.  No patient complications have been reported as a result of this event.